Event description:
It was reported that a hospital service engineer sustained a fracture of his left ring finger while servicing a compax model 40 table. The engineer was servicing the bucky and sensing cables in the table with the power off, when he moved the table longitudinally, his finger got jammed in the space between the table top and table frame. He sought medical attention immediately and a splint was applied to the broken finger. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Service engineer age and weight were not provided.